Event description:
It was reported that during an unknown surgery, before used on the patient, the package was found damaged. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Pc-(B)(4). Date sent:(B)(6)2022. Batch #: x9476j. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis of a set of images submitted to ethicon endo-surgery for evaluation. Image (7.211.jpg): the image provided by the customer shows the harh trigger inside the sterile package. The batch and serial could be seen as x9476j, 22032-1359. Image (7.212.jpg): the image provided by the customer shows a small hole in the tyvek. Lot can be seen as v96c36. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2022 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. The device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2022. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The device was returned sealed inside its original packaging. Sterilized packaging was opened for analysis. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted a rip on the tyvek, however, the sterility was not compromised. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.